Manufacturer narrative:
Memory reconnected, ghost data restored, system calibrated. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a boot problem resolved via memory reconnection and data restoration on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.